Manufacturer narrative:
Patient weight: asked but unavailable. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable. According to the gore® dryseal flex introducer sheath instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). Furthermore, the IFU instructs that adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient may result.

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of a descending aortic aneurysm using a gore® dryseal flex introducer sheath as an accessory in the procedure. Reportedly no resistance was felt while inserting the gore® dryseal flex introducer sheath. It was reported that the intraoperative angiography imaging revealed vessel damage at the patient's common iliac artery. Reportedly it was suspected that the blood vessel may have been stretched upon insertion of the devices, and calcification that was present had cracked and damaged the blood vessels. Two gore® viabahn® vbx balloon expandable endoprostheses were implanted to cover the injured area. There were no further reported issues. The patient tolerated the procedure.